Event description:
The company was informed that the pt had swelling over the implant site. The site was aspirated on (B)(6) 2012 and blood and clot were removed. There was no sign of infection.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The pt is reportedly resolving. The pt's device remains implanted. This is the final report.